Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) tube was observed to be missing the product label. In addition, tubes with volume issues and loose caps were observed. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary - material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4039419 was satisfactory and no quality notifications were generated during manufacturing or inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks are performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels used on (cartons/bottles/tubes/etc), used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 4039419 shows there was no shortage or excess of labels after manufacturing. This review does not support the incidence of missing labels described by the customer. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 4039419 were not inspected for this complaint. There were three (3) pictures available to support this complaint. The photos show one tube without a label and a tray of tubes with varying fill volumes likely caused by the loose caps mentioned in the complaint. There is no batch information present in any of the photos submitted, and no other product labels were visible for batch verification. Without batch verification, the photos cannot confirm the complaint. There were no returns available to assist with this investigation. This complaint cannot be confirmed. No complaint trends have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) tube was observed to be missing the product label. In addition, tubes with volume issues and loose caps were observed. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.